Event description:
It was reported that the burr was stuck on wire. A 1.50 mm rotapro and rotawire guidewire were selected for use. During the procedure, the guidewire remained stuck in the device. It was impossible to remove it manually and with the dynaglide mode. Both rotapro catheter and guidewire were changed. There were no clinical consequences reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotawire device. The device returned without the burr loaded on it which confirms that the burr could be successfully removed from the wire without any issues. During product analysis, spring tip was observed bent. During product analysis no issues could be observed that can be attributable to the reported issue of guidewire burr stuck on wire.

Event description:
It was reported that the burr was stuck on wire. A 1.50mm rotapro and rotawire guidewire were selected for use. During the procedure, the guidewire remained stuck in the device. It was impossible to remove it manually and with the dynaglide mode. Both rotapro catheter and guidewire were changed. There were no clinical consequences reported.